Manufacturer narrative:
The reported event is confirmed cause unknown. Visual evaluation noted visual inspection of the sample noted 1 three-way foley catheter with cut portion of the inlet tubing with balloon rupture (measuring 0.3195) on the return sample. Also received 3 photo samples. First photo sample shows top view of catheter with syringe used during reported event. Second photo sample shows end of catheter with deflated balloon with rupture present. Third photo sample shows inflation cap. Fourth photo sample shows top view of document written in native language. Based on the sample received the reported event is confirmed and does not meet specifications which states " balloon must not be torn.¿ no actions can be taken at this time since a root cause was not identified. DHR review did not show any problems or conditions that would have contributed to the reported event. The instructions for use were found adequate and states the following: indications for use: all-silicone foley catheters are indicated for use in the drainage and/or collection and/or measurement of urine. Generally, drainage is accomplished by inserting the catheter through the urethra and into the bladder. Intended user: this product is intended to be used by qualified healthcare professionals. Intended use: for urological use only. Contraindication: no known contraindications. Warnings: on catheter, do not use ointments or lubricants having a petroleum base. They will damage catheter and may cause balloon to burst. After use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable local, state, and federal laws and regulations. This is a single use device. Do not resterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness, or death of the patient. Users and/or patients within the european union, should report any serious incident that has occurred in relation to the device to the manufacturer and the competent authority of the member state in which the user and/or patient is established. Users outside of the european union should report any serious incident that has occurred in relation to the device to the manufacturer and the regulatory authority of the country in which the user and/or patient is established. Precautions: do not use device if package is opened or damaged. Do not aspirate urine through drainage funnel wall. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Correction- d, h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter was placed on (B)(6) 2025 and discovered that it had naturally been removed during a diaper change on (B)(6) 2025. The sterile water in the balloon part had leaked out and it had torn.

Event description:
It was reported that the foley catheter was placed on (B)(6) 2025 and discovered that it had naturally been removed during a diaper change on (B)(6) 2025. The sterile water in the balloon part had leaked out and it had torn.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.